Event description:
The patient reported a sudden change in stimulator to only in the chest and then loss of effect after running. An x-ray was performed on (B)(6) 2022, showing lead migration. A lead revision is planned.